Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on and there was no power. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician, noted that they replaced unresponsive keypad, due to won't turn on. A review of the device history record for sn#: (B)(6) was performed from date of manufacture 07/10/2019 to present date 12/28/2020. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the keypad unresponsive key (won't turn on). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications. And released back to the customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA. CAPA# 1120033, pcu unresponsive keys

Event description:
It was reported, that the device would not turn on. And there was no power. There was no patient involvement.